Manufacturer narrative:
Block b3: exact date unknown, event occurred after initial programming on (B)(6) 2024. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced insufficient therapeutic benefit for parkinsons symptoms, accompanied by speech disorders. Attempts to reprogram were unsuccessful. It was noted that magnetic resonance imaging (MRI) revealed that the leads were likely placed in the incorrect globus pallidus (gpi) target. Based on the physicians assessment, the subthalamic nucleus (stn) was considered a more appropriate target. The patient subsequently underwent a procedure to remove the leads and using MRI, the physician repositioned new leads in the stn before completion. Analysis on the leads was not performed as they were discarded by the physician. The patient recovered well postoperatively.